Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the white balance adjustment issue was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during the middle of an examination, his olympus evis exera iii xenon light source suddenly stopped functioning. According to the initial reporter, the procedure was cancelled, and upon inspecting the light source, the inner components appeared to be loose. Additional details relating to the patient and the possibly rescheduled event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.